Event description:
Reporter stated that customer received the following results on the mobile system within 2 minutes: 356 mg/dl, 138 mg/dl and 92 mg/dl. No actions taken based on device results. Customer had unspecified hypoglycemic symptoms at the time of the results. No treatment reported. No adverse event reported. The manufacturer requested return of suspect product for evaluation.

Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.